Event description:
"Recurrent dislocation" was surgeon's explanation for the revision. "Multiple falls" removed everything except for the stem.

Manufacturer narrative:
An event regarding recurrent dislocations involving a tritanium and accolade hip system was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there were no other events for the referenced lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
"Recurrent dislocation" was surgeon's explanation for the revision. "Multiple falls" removed everything except for the stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Hospital policy